Event description:
It was reported that a customer experienced an issue where the pump failed to detect the cartridge. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and no further information regarding corrective actions or outcomes was received.